Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (grade IV).

Event description:
Healthcare professional reported right side textured to smooth exchange. Additional information noted capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of anxiety-product/procedure and capsular contracture was received on april 03, 2020 with lot number: 1429261. Analysis of the returned device identified: creases flat, deformation device and weigh to the spec. Cloudy and voids in the gel observed after autoclave cycle based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side textured to smooth exchange. Additional information noted capsular contracture, baker grade IV. The device has been explanted.